Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-18554 18555. The patient has 2 scs systems implanted, it is unknown which scs system is associated with the issue; therefore both are being reported. The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient is experiencing overstimulation at the ipg site due to a lead migration.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-18554. Reference MFR report: 1627487-2013-18555. Follow-up information indicated the patient experienced ineffective stimulation with one of her two scs systems (it is unknown which system) and also needed to undergo a contra-indicated procedure. Surgical intervention was undertaken and both scs systems were explanted.